Manufacturer narrative:
The physician deployed an 80 cm. Smart control 12 x 40 biliary stent as was marked clearly on the box/packaging but the stent appeared to be closer to a 12 x 60 stent (after deployment). There was no reported patient injury. No additional information is available despite multiple attempts. The product was not returned for analysis. A device history record (DHR) review of lot 17510180 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent incorrect length-too long (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors are unknown. According to the instructions for use ¿select stent size. Measure the length of the target stricture to determine the length of stent required. Allow for the area proximal and distal to the tumor to be covered with the stent to protect against impingement from further tumor growth. Slack removal a. Advance the stent delivery system past the stricture site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the target stricture site. Stent deployment a. Verify that the delivery system's radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. B. Ensure that the introducer sheath does not move during deployment. C. Remove locking pin from handle. D. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. E. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted stricture site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is deploying. Continue turning the tuning dial to cause further separation of the distal radiopaque markers until the distal end of the stent obtains full wall apposition. F. With distal end of the stent apposing the duct wall and continuing to maintain a fixed handle position, pull back the deployment lever to deploy the remainder of the stent. G. Deployment is complete when the proximal markers appose to the duct wall and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17510180 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the physician deployed an 80 cm. Smart control 12 x 40 biliary stent as was marked clearly on the box/packaging but the stent appeared to be closer to a 12 x 60 stent (after deployment). There was no reported patient injury. The product was discarded and will not be returned for inspection. Additional information has been requested.